Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the pump had moisture under the display and also had alarm. The customer¿s blood glucose level was 138 mg/dl. The customer reported that they had moisture under display and then pump kept alarming. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed self test, unexpected restart error test and displacement test. No unexpected restart error alarm or unexpected audio/beep anomaly noted during testing. However, unit had moisture damaged lcd board during visual inspection. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.